Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of the transmission. It was noted that the right ventricular (rv) lead exhibited noise over-sensing and possible t-wave over-sensing. No intervention was performed. The condition of the patient in unknown.